Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of ten devices. The event report alleges the product was used in a surgical procedure. A tactile and microscopic inspection of the sutures was performed with no abnormalities. The foils were inspected with light assisted microscopy with no abnormalities. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure, the needle detached from the thread. The needle lost the fibre, because the connection between needle eye and fibre was not fixed enough. In one tray, there was one needle. The physician replaced it directly.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: during a procedure, the needle detached from the thread. No patient injury.